Manufacturer narrative:
(B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and an irrigation issue (device used on patient) was observed. Occlusion/ no irrigation. Before the procedure, device (including port, luer hub) was not irrigating. A second device was used to complete the procedure. There was no adverse event reported on the patient. Information was received on 07-may-2026 which updated the reported event to a flush issue. Before the procedure, when flushing the device with saline, saline could not be injected into the sheath to flush it. The device was not used on the patient. A second device was used to complete the procedure. There was no adverse event reported on the patient. On 07-may-2026, further information was received which clarified that the device was used on the patient. The suspected device was a vizigo sheath. Not related to irrigation pump. Steps taken to resolve the irrigation issue was injector flushing. The correct catheter settings were selected on the generator. No ablation. On 10-may-2026, it was confirmed that the device was used on the patient. This irrigation issue was originally considered non-reportable, however, bwi became aware on 07-may-2026 that the device was used on the patient and have reassessed the event as reportable. The awareness date for this record is 07-may-2026.